Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range impedance measurements. It is suspected that the lead was presenting fracture. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).